Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the 95% stenosed proximal left anterior descending (lad) coronary artery. During the procedure the balloon could not be deflated using the indeflator. There were no issues noted with the indeflator during preparation. Another indeflator was used to deflate the balloon. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The broken device was confirmed. Factors that may contribute to broken tabs include, but not limited to, manufacturing, mishandling, or external force applied to the device (tapping indeflator to clear air bubbles, strong twisting during inflation/deflation). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.